Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis determined that the visual inspection confirmed the catheter had been damaged/cut. The returned product did not meet the requirements for patency and leak testing. All catheters are 100% inspected at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a catheter. It was reported that the patient underwent ventriculoperitoneal shunt surgery with laparoscopic assistance. Postoperatively, the patient developed a low-grade fever. After adjusting the setting to 2.5, the anti-infection treatment was effective. However, when adjusted to 1.5, the fever could not be controlled. Abdominal CT showed localized thickening around the peritoneal end of the drainage tube. The drainage tube was removed, and flushing revealed damage to the drainage tube. The fever was considered to be caused by aseptic inflammation in the abdominal muscles due to cerebrospinal fluid leakage from the damaged drainage tube. The catheter was replaced was a new one. The patient's status at the time of the report was alive-no injury.